Event description:
When inserting the needle the physician could not find the right intervertebral foramen and decided to pull out the needle which had been broken. The retained needle fragment was surgicaly removed. Afterwards the pt was in good health and no problems were noticed.